Event description:
The 5mm instrument (ls1500) was plugged in, "green light" (ready light) never went on. A similar device was tried and again the "green light" never lit. A larger incision (approximately 5mm bigger) had to be made to insert a 10mm instrument (ls1000). The green light went on when using the 10mm and the procedure was completed without any reported adverse affects or pt injury.